Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.50x32mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, when the physician was trying to place the stent, the proximal end of the stent accordioned. The physician went ahead and deployed the stent. A 3.50x8mm promus premier¿ stent was then deployed to cover the proximal end of the stent. An nc emerge and a non-bsc balloon catheter were consecutively advanced to perform postdilation and completed the procedure. No patient complications were reported.